Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of sinus infection and headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of moderate contaminants present on the outside of the base unit, humidifier, and power supply. The manufacturer visually inspected the device internally and noted that the unit has an internal flowery smell. The smell could indicate the possible use of aroma oils. The manufacturer noticed potential mineral deposits in the humidifier suggesting the possible use of non-distilled water. The manufacturer found evidence of multiple contaminates present inside the unit. The manufacturer did find evidence of 14 types of contaminates, of which 6 were found in the airpath. The manufacturer finds that these contaminates were likely sourced from external environmental conditions. Visual examination of the sound abatement foam did not reveal any unusual evidence to indicate foam degradation or failure. The device's event logs were downloaded and reviewed. The manufacturer found no evidence of error occurring. The manufacturer verified the units do power-up, provide flow. The manufacturer concludes there was no evidence of sound abatement foam degradation but there was contamination throughout the device.

Manufacturer narrative:
Additional information was received on may 23, 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of sinus infection and headache. There was no report of serious or permanent patient harm or injury. Additional information was received about the allegation of cancer. Section b1 was corrected for adverse events and product problem (only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was updated.